Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that when they patient changed to program 1 at 2.0 they felt stimulation at the ins site only. The patient changed to program 2 at 1.7 and felt comfortable stimulation in the bike seat area. The patient was redirected to their healthcare provider to discuss programming. No further complications were reported.